Event description:
It was reported that the patient went to the emergency room for low blood glucose levels. The reporter said that there were bolus doses in the pump's history that the patient denies programming.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.